Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke and death are known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that on (B)(6) 2016 at 0110 patients' wife called the vad coordinator on call stating that she thought the subject "had a stroke". Per wife, patient went to bed and she heard him moaning and went to check on him-wife states that patient was incoherent and making groaning noises, no speech, but was able to move arms and legs. Wife stated patient was complaining of a headache earlier in the evening. Patient's wife called 911 and emergency medical services (ems) brought patient to the hospital. It was stated that there is no emergency room (ER) note or admit note. It was reported from clinical study that the diagnosis is a neurological dysfunction with hemorrhagic cardiovascular accident. Patient was stated to have died. No additional information available.

Manufacturer narrative:
Updated sections: outcomes attributed to adverse events, describe event or problem, relevant tests/lab data, date received by MFR, type of reports, if follow-up, what type?, and additional MFR narrative. It was reported from the site that per emergency room (ER) report, "patient's wife stated patient complained of a headache around 10pm evening of (B)(6) and went to lay down. Patients' wife then found him in bed around 0100 (B)(6), breathing heavily and moaning but no speaking and incoherent. Upon arrival to ER patient moaning but not opening eyes/regarding or following commands. Patient seen by neuro in ER; explained to wife very poor prognosis with large midline shift; pupils dilated, non-reactive. Wife decided to withdraw care due to poor prognosis. Lvad turned off and patient extubated - tod (time of death) was 0940 (B)(6). Patient pronounced in ER, no official cause of death documented but patient with large hemorrhage. No autopsy will be done and the pump will not be returned to manufacturer. It was further stated that there were no pump malfunction suspected." No additional information available. Stroke has been identified as a serious adverse event that may be associated with use of the lvad system. Although, the root cause of the reported event cannot be conclusively determined, patient, clinical and operational context are factors that may have contributed. With review the reported information there is no indication of any device performance or manufacturing issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.